Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect-pt. Similar to device under 510(k) k121629. (B)(4). Summary of investigational findings: patient´s medical records are unknown and no imaging is provided. Therefore, it is not possible to comment on the reported filter tilt and that the filter was not possible to retrieve 2 weeks after placement, because the hook was adapted at the wall. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: filter could not be released in the centre of the vena cava and therefore cannot be retrieved. Vena cava filter was placed correctly, the pictures seems good, after 14 days the filter should be retrieved the physician notice a tilt filter in the vessel, then they tried to retrieve but it was not possible because the hook was adapted at the wall, the filter could not retrieve. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.